Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility charge nurse reported the ultrafiltration for the patient's hemodialysis (hd) treatment was low. The patient completed treatment and no adverse reaction occurred. The charge nurse stated the ultrafiltration goal was set to 6500ml and the total ultrafiltration removed was 3700ml. Additional information was requested.